Event description:
It was reported that a (B)(6) female patient with an implanted edwards mitral bioprosthetic valve was diagnosed with mitral stenosis after an implant duration of approximately 8 years. The patient underwent a transcatheter valve implantation inside the failing bioprosthesis (valve in valve). The patient was transferred to ICU in stable condition.

Manufacturer narrative:
Implantation of a transcatherter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of a bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. There is no information to suggest a device quality deficiency that may have caused or contributed to this event.